Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial lead undersensing was noted on stored episodes. Additionally, there was a high right ventricle threshold measurement noted that had occurred six days ago. The atrial lead and right ventricular (rv) lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient went to the emergency room and information received on the remote transmission was reviewed by qualified personnel. The interrogation report indicated that approximately twelve weeks prior there was a rv lead integrity warning triggered for the right ventricular (rv) lead due to high rate non-sustained episodes and sic.